Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 592 mg/dl, 117 mg/dl, and 50 mg/dl. Low blood glucose symptoms were reported with these results. Customer was able to self-treat by eating 2 jolly ranchers; low blood glucose symptoms improved within 15-20 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.